Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given delivery testing in 3 separate tests. The test results were slightly above nominal: +7.21%, 5.48, 4.27%). The device expulsor was trimmed in order to bring the delivery closer to nominal. The cause of the reported issue could not be confirmed.

Event description:
It was reported that the device was "over infusing". No known adverse effects to patient.

Manufacturer narrative:
Additional information: date of event. Additional information was received indicating that there was no patient involved in this event.